Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the rv lead. Patient was asymptomatic. The lead was explanted and replaced. The patient was stable post procedure.